Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified small volume elastomeric pump. This issue was described as, ¿not running at all when it was supposed to be connected¿. It contained 5-fluorouracil and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.